Event description:
The physician reported "it appears that the re-enforcement wire is exposed at the junction of the blue and pink part of the catheter about 10cm from the tip". The physician also stated "the catheter is very mobile at that point and was performing poorly during the procedure." The same phenomenon occurred with a second device during the same procedure. Evaluation of the returned device found approximately one centimeter of the catheter's outer shaft (polymer segment) was missing.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications. Returned product consisted of a 6f guider guide catheter with no original packaging or other devices. Visual inspection of the device revealed approximately one centimeter of the catheter's outer shaft (polymer segment) was damaged and missing exposing the inner braid. The remainder of the device was inspected and no other irregularities were evident. Based upon the limited information available and analysis of the device, boston scientific was unable to definitively determine the root cause of the user's phenomenon. Therefore, a root cause of undeterminable has been assigned.